Event description:
Chest, arm , neck and shoulder pain. Muscle spasms. Headaches. Dizziness. Ringing in ears. Blurry vision. Cognitive issues, memory loss and brain fog. Hair loss. Dry eyes. Burning skin on chest, abdomen and ears. Metallic taste in mouth. Sensitive to chemical smells. Heaviness on chest. Weird body odor. Extreme fatigue. Night sweats. Low libido. Capsular contracture.